Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
Additional information received indicates surgery took place wherein both leads were explanted and replaced. During the procedure the third lead moved out of place while the physician was removing the first two leads. The third lead was also explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2023-05117. It was reported the patient's s1 lead was fractured and l5 lead migrated. The issue was confirmed via x-rays. Surgical intervention may occur later to address the issue.